Event description:
It was reported that the pump exhibited a primary audio alarm bgnd test. No patient injury was reported.

Manufacturer narrative:
No additional information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information received on 28-jul-2022 via email and attached to complaint object: no patient involvement. Event problem and evaluation codes: updates not required., correction: device manufacturing date: 17-may-2012.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the seals were broken or missing from the plunger assembly and bottom case. The top case was noted to be broken and the right plunger case and bottom case were cracked. Error code was found in the ehl (event history log). The customer reported problem was not duplicated during the investigation. The root cause of the reported problem is unknown and cannot be determined as no fault was found. Replaced the top case, bottom case, and plunger assembly for physical damage, replaced the motor bracket, lead screw and clutch halves preventively due to parts were found old, dirty and worn out. Also replaced the plunger board and plunger cable. A CAPA was opened for the primary audible alarm background test issue which is ongoing. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000.